Event description:
It was reported that the patient presented in the clinic for a follow up. Interrogation showed that the right atrial (ra) lead was experiencing high capture threshold. The ra lead was explanted and replaced with alternate ra lead. The patient's condition was stable.